Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012313259); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012289396); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement in a patient with a bicuspid native valve, protruding calcification at the annulus, an average diameter of 24 mm, and a short diameter of 20 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. During the valve deployment attempt, poor frame expansion and an infold were observed. Subsequently, the valve was recaptured and withdrawn from the patient. Another pre-implant bav was performed using a 23 mm non-medtronic balloon, and a new valve was successfully implanted. No patient complications have been reported as a result of this event.